Event description:
On (B)(6) 2013, patient reported some characters on the infusion device display are missing. The correct type of battery is used. He changed the battery several times but was unable to resolve the issue. The infusion device was in stop at the time of the call, and the top half of the symbol and the time and date were not visible. The infusion device was not dropped, and there is no damage to the screen. He is unable to see all of the numbers for the insulin delivery amounts. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The display passed the optical and functional investigation successful and meets the specification.